Manufacturer narrative:
Log file analysis review date: 09/02/2015, dated through 08/19/2015-09/02/2015: normal power consumption. Additional notes: - -2 vad disconnect alarms have been logged on (B)(4) at the following times on (B)(6), 2015 at 07:18:09 at 07:21:55. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) provides instructions for properly connecting the power sources. It instructs to line up the solid white arrow on the connector with the white dot. Gently push the cable into the controller. Do not twist the connector, but allow it to naturally lock in place. A successful connection will result in an audible click. The IFU cautions, "do not force connectors together without proper alignment. Forcing together misaligned connectors may damage the connectors." If both power sources are disconnected from the controller, a loud, continuous alarm will sound and there will be no message on the controller display. The pump is not pumping and power sources should be connected immediately. If this action does not resolve the alarm condition replace the controller." The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that during a clinic visit this patient complained of "random beeps" from the controller. The clinic contacted the vad coordinator who instructed the nurse to exchange the controller. The controller failed to start after the exchange so she switched the patient back his original controller. The patient tolerated the controller exchange without issue. Log files were downloaded. Of note, the clinic nurse denied that the controller had been connected to the monitor during the exchange. Investigation is ongoing.

Manufacturer narrative:
Removed device manufacture date. Device manufacture date is unknown. One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event could not be confirmed; the controller operated as expected during bench testing. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. The reported event could not be duplicated at the bench level. The real time clock was found reset to zero, possibly due to the controller having been out of use for an extended time, depleting the internal battery. This finding was not related to the reported event. The reported event could not be confirmed during testing. Therefore the exact root cause of the reported issue could not be determined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.